Event description:
It was reported that during an a-fib procedure in the left atrium, the physician noticed a black line directly on the top of the catheter tip. The catheter was removed and char was observed. No adverse event was reported.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure in the left atrium, the physician noticed a black line directly on the top of the catheter tip. The catheter was removed and char was observed. The catheter was visually inspected and it was found that tip had char. Then per the event, the catheter was tested and it passed electrical, temperature, generator tests. Also irrigation and cool flow tests were performed and the catheter passed, no occlusion was observed. The customer complaint about char was observed, however since the catheter passed specifications the root cause of the char remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.